Event description:
It was reported that the patient presented remotely via merlin.net transmission with noise on the pace/sense vector of the lead. Non-physiologic signal deflections were observed via a vf segm. The patient received inappropriate therapy. The noise was reproducible with pocket manipulations and isometric testing. Hv therapy was disabled and programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.